Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, miracle 3. Guide cath: heartrail 7f al1, heartrail jr4 sh, mach1 mp2. Stent: endeavor, 2.5 x 28 xience v. There was no reported product deficiency. The reported patient effect of thrombosis, as listed in the product instructions for use (IFU) is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.5 x 28 and 2.75 x 18 xience v stents are being reported under separate medwatch report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). It was noted that the promus stent was implanted to treat in-stent restenosis of a non-abbott stent located in the saphenous vein graft (svg). It should be noted that the instructions for use (IFU) states that the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. Additionally, there is a possibility of in-sufficient stent deployment or complications for patients with svg coronary vessel disease. The IFU further mentions that the safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis or previously stented lesions. In this case, the implantation of the stent in a svg to treat in-sent restenosis does not appear to have directly caused or contributed to the reported patient effect.

Event description:
It was reported that the 2.5 x 28 promus and 2.5 x 28 xience v stents were implanted on (B)(6) 2011 to treat restenosis distal to a non-abbott stent, which had been implanted (B)(6) 2011, in a saphenous vein graft (svg). During the procedure, the promus and xience v stents became thrombosed. A 2.75 x 18 mm xience v stent was therefore implanted inside of the restenosed non-abbott stent. The xience stent did not fully expand due to the hard vessel characteristics and so aspiration was performed to resolve the indentation. The vessel and lesion site were characterized as being non-tortuous, mildly calcified, concentric and 99% stenosed. It is believed that the 2.75 x 18mm xience v stent possibly became thrombosed. Two of the physicians commented that the thrombus was present from the beginning because the target lesion was inside the svg. The physicians do not think that the promus and xience v stents were associated with the stent thrombosis. No additional information was provided.